Manufacturer narrative:
Continued e.1. Email address: (B)(6). The event of "lymphoma - alcl - suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected bia-alcl.

Event description:
Healthcare professional reported unknown side "confirmed alcl case." Pathological markers confirming alcl have not been received. Device has been explanted.